Manufacturer narrative:
Unable to prime during the prime test and the insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. Cracks to the case, reservoir tube lip, battery tube threads, a scratched lcd window and missing end cap sticker also noted.

Event description:
It was reported that the drive support cap is protruded. The blood glucose reading was over 300 mg/dl. Customer has pushed the drive support cap back in. He can feel the insulin enter his body. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.